Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the rinse block of the coulter lh 500 hematology analyzer was leaking diluent. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they had straightened the probe. To date, customer has not reported leak recurrence.